Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/03/2014 with the following findings: several loss of prime warnings, which were due to non-zero low force readings and can be indicative of the event type reported, were observed in the black box data. The pump was exercised for 24 hours, during which no loss of prime warnings were observed: the reported event was not duplicated. Related to the reported event, the pump failed a force sensor calibration check. The pump case was removed, and the force sensor resistance reading was found to be within the specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that a loss of prime warning occurred 3 or more times within a 30 day period, while using at least 3 separate cartridges from 2 separate boxes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.